Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) 2.1581 mg/day 5 mg/ml via an implantable pump. It was reported that the patient has been having a persistent headache since her device was implanted in (B)(6) 2025. She has undergone multiple blood patches without relief. The patient has also been reporting suboptimal pain relief since implant despite multiple dose increases. There were no known precipitating factors beyond original lumbar puncture at time of implant. It was noted that an imaging completed immediately prior to making incisions today revealed that the catheter tip was at c6, despite it originally being implanted at c3. The cause for the migration was unknown. The patient was taken to the operation room (or) today with the plan to use non-absorbable suture to repair the cerebrospinal fluid (csf) leak. The patient was placed in a prone position. Under fluoroscopy, the physician started by accessing the catheter access port and successfully aspirating 2 ml of csf. He then proceeded to inject contrast dye which confirmed that the catheter was patent without leaks. To avoid another lumbar puncture, the physician decided he wanted to attempt to revise the catheter that was currently implanted. The physician then proceeded to open the midline lumbar incision. He spliced the existing spinal segment, just distal to the anchor. Approximately one centimeter was removed from the spinal se gment. He then used the stylet from an 8780-catheter kit to rethread the existing catheter and then proceeded to move the catheter back up to the c3 level. A new anchor was placed, and then the spinal and proximal segments were reconnected using a collet from an 8785 accessory kit. The csf leak was repaired using ethibond suture. A final catheter aspiration was done with positive return of csf. Incisions were then irrigated and closed. The physician discussed reducing her dosing given that the catheter was placed higher within the cervical space, but the physician declined. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) , implanted: (B)(6) 2025, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 11-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.